Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The caller had purchased the pump from somebody else. The pump did not show up in the system under the caller's name; he was advised that there was a proper donation process that he had to go through when transferring ownership of an insulin pump. No products were shipped or returned; the caller will talk to his insurance about getting a new pump.